Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). This condition was not reported initially. As received, only pushwire returned and concerto implant coil was found to be detached from the pushwire and missing. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. No other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detached from the pushwire. It is possible that the pushwire became bent during the movement of the coil against the reported resistance subsequently causing the implant coil to detach during shipping back to medtronic for evaluation. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil made a loop in the catheter. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.